Event description:
Safety cap causing needle stick injury. See attachment section for initial email and complaint report from customer. Samples are not available. Follow up questions regarding details of complaint description was sent.